Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that stent graft occlusion and total occlusion of coronary artery are listed in the graftmaster otw instructions for use as potential adverse events. These known pt effects are not necessarily an indication of a product quality deficiency, as there was no reported product malfunction during the time of the stent implant. No device malfunction can be determined due to the lack of procedure and pt info, and the lack of device investigation. A conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury- required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a perforation occurred during a procedure, on an acute myocardial infarction (ami) pt. A graftmaster was implanted during the same procedure. The pt returned in 2009, with in-stent restenosis of the graftmaster. The pt was treated with three balloon/taxus (drug-eluting) stents, which were deployed in the proximal and mid right coronary artery with no residual stenosis. No additional event or pt info is available.